Event description:
While analyzing the heart rhythm of a pt the device failed to deliver a "shock advised" prompt for what appeared to be a shockable heart rhythm. Complainant indicated that the pt subsequently expired, however it was not a result of the reported malfunction.